Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 16.7 mmol/l (300 mg/dl) while wearing the pod between 36 and 48 hours on the leg. Several corrections were administered using the pod but they were unsuccessful at reducing the patient's bg levels. The patient noted the cannula was bent and a new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The returned device was evaluated and performed as designed. Inspection of the cannula assembly did not find it bent, kinked, or damaged. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no struggle during the run that would indicate a fluid path occlusion. No issues were noted that would cause high blood glucose levels.